Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, there was oversensing due to crosstalk noted on the device. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.